Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not provided.

Event description:
Additional information received noted that programming changes were completed.

Manufacturer narrative:
Correction: section d6a - the correction of the implant date was incorrect entered as explant date. The lead was implanted (B)(6) 2011 and on explant procedure was performed.